Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that after several attempts to implant the lead, the stylet got stuck inside the lead. Another lead was implanted. The patient&#38112;condition is fine after the event.